Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was in the customer¿s body. The customer¿s blood glucose level was unknown. The customer reported that when she pulled the sensor off the electrode strip it was not there and it was still inside her subcutaneous tissue layer. The insulin pump will not be returned for analysis.